Event description:
Pt was revised to address elevated metal ion levels.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 03/19/2014 - medical records received. Patient was revised to address pain, clear synovial fluid and brownish thinning synovial tissue. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and or add'l info be received, the investigation will be re-opened.